Manufacturer narrative:
H6: patient code e0605 added per surpass data.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with whale tail shaped anatomy. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm wds was advanced and deployed. The closure device was recaptured two (2) times. During the third attempt at deployment, the physician noted a pericardial effusion on the limbus as a result of a perforation. The physician was not sure if it occurred during a deployment or recapture. The procedure was aborted, and a pericardial tap was completed to treat the effusion. An unspecified amount of bright red blood was removed and transfused back to the patient. The patient remained in stable condition. It was further reported that cardiac tamponade occurred.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with whale tail shaped anatomy. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm wds was advanced and deployed. The closure device was recaptured two (2) times. During the third attempt at deployment, the physician noted a pericardial effusion on the limbus as a result of a perforation. The physician was not sure if it occurred during a deployment or recapture. The procedure was aborted and a pericardial tap was completed to treat the effusion. An unspecified amount of bright red blood was removed and transfused back to the patient. The patient remained in stable condition.